Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Diagnosis: stress urinary incontinence. Procedure: vaginal sling procedure for incontinence, cystoscopy, percutaneous suprapubic cystotomy complications: the patient had recurrent stress urinary incontinence and underwent tension free vaginal tape placement with advantage fit in 2012 history: urinary tract infections, smoking.